Event description:
The pt reported experiencing discomfort/burning around her scs ipg pocket site after receiving a steroid shot near the site. The pt is to consult with the physician regarding the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.